Manufacturer narrative:
(B)(4). The customer returned one used sample for evaluation and the reported condition was confirmed through visual inspection. The male luer lock was broken. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. An assignable root cause could not be determined; however, a supplier corrective action report was opened regarding the reported condition. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). A sample is reported to be available but has not yet been received for evaluation. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) of a cl micro ext set where the distal end of the tubing is cracked. The problem was noticed during patient use and there is not report of patient injury or medical intervention. No additional information is available.